Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. The delta p was reading low at 48 cmh20. It should be from 56 to .75 cmh20. The ventilator was being prepared for a patient who was not compromised.